Event description:
It was reported that a small volume intermate was missing a blue tip. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 1 of 2

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from may 7, 2012 to may 8, 2012. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.